Event description:
It was reported that placing a magnet over the implantable pulse generator (ipg) did not produce a magnet rate. An attempt with a programmer magnet test produced one atrial pace and one ventricular pace and then went back to an intrinsic rhythm while the test was still being conducted. The clinician thought it might be due to a stuck reed switch. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).